Manufacturer narrative:
¿Blank fields on this form indicated the information is unknown, unchanged, or unavailable.¿ , g4 ¿PMA/510(k): k141148. The device was not returned for the complaint, due to it being discarded, therefore a physical investigation could not be performed and the customer's complaint could not be confirmed, other than by the customer's testimony. The customer complaint that was entered and reported into trackwise: "cardiac tamponade". Per complaint: "a generator of pacemaker was implanted in the left chest. Pacemaker leads were placed in the right atrium and the right ventricle from the left subclavian vein. Some time after removal of the lead from the right atrium using lr-evn-13.0-rl (lot unknown) and lr-tss-13.0(lot unknown), the patient's blood pressure dropped. He then developed cardiac tamponade. The user performed drainage by puncture but blood pressure did not recovered. So open chest surgery was conducted to treat it.", "the tip of the lead was adhered to the atrium severely, so the user determined that cardiac tamponade occurred because atrium tissues ruptured when the lead tip was pulled to remove.", and "the patient is doing fine after the open chest surgery." The device history record (DHR) was unable to be viewed due to the lot number specific to this complaint was unknown. This complaint mode is being monitored, tracked and trended per the cvi post market surveillance and complaint handling processes. A risk assessment will be performed and documented in the complaint summary tab in trackwise. ¿this report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.¿

Event description:
A pacemaker was implanted in the left chest. Pacemaker leads were placed in the right atrium and the right ventricle from the left subclavian vein. Sometime after removal of the lead from the right atrium using lr-evn-13.0-rl(lot unknown) and lr-tss-13.0(lot unknown), the patient's blood pressure dropped. He then developed cardiac tamponade. The user performed drainage by puncture but blood pressure did not recover. So open chest surgery was conducted to treat it. Additional information provided: - the leads were placed on (B)(6) 2002. - the tip of the lead was adhered to the atrium severely, so the user determined that cardiac tamponade occurred because atrium tissues ruptured when the lead tip was pulled to remove. - the patient is doing fine after the open chest surgery.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable, g4 ¿PMA/510(k): k141148. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available or upon completion of investigation. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
A pacemaker was implanted in the left chest. Pacemaker leads were placed in the right atrium and the right ventricle from the left subclavian vein. Sometime after removal of the lead from the right atrium using lr-evn-13.0-rl(lot unknown) and lr-tss-13.0(lot unknown), the patient's blood pressure dropped. He then developed cardiac tamponade. The user performed drainage by puncture but blood pressure did not recover. So open chest surgery was conducted to treat it. Additional information provided: the leads were placed on (B)(6) 2002. The tip of the lead was adhered to the atrium severely, so the user determined that cardiac tamponade occurred because atrium tissues ruptured when the lead tip was pulled to remove. The patient is doing fine after the open chest surgery.